Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the multiple patient's underwent a cataract surgeries using an ophthalmic operating system in the eye (unknown). During surgeries, the patient's experienced wound burn and severe corneal edema on incision site. The surgeries were completed on the same day. The physician reported that the corneal edema persisted into the first post-operative week and was recurrent. However, this condition was temporary and had no long-term consequences for the patients. It was also reported that the issue was resolved after readjusting the system settings. The current condition of the corneal edema was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).